Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 12-jul-2023. H6: investigation summary a device history record review was completed for provided material number 300635 and lot number 210927. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. The needle was assembled with a bd discardit 5ml syringe by following the instructions and positioning the hub onto the syringe tip with a slightly rotational movement. No signs of defective hub connection or leakage were observed. Based on the investigation results, an exact cause could not be determined for this incident.

Event description:
It was reported while using bd microlance¿3 needle leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: please find below a complaint from phitogen related to 2 products : . The syringe (lot 2264898) which will handled by the ps team . The needle (lot 210927) which is a mps product. Describe the issue: leakage during the use of a bd syringe (lot 2264898) in connection with a bd needle (lot 210927) part of product involved: syringe + needle the incident was detected during manufacturing/in process date of event detection 7th june 2023 sample available the sample was not in contact with patient or with drug product. Number of samples sent 1.

Manufacturer narrative:
H3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microlance¿3 needle leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: please find below a complaint from phitogen related to 2 products : the syringe (lot 2264898) which will handled by the ps team the needle (lot 210927) which is a mps product. Describe the issue: leakage during the use of a bd syringe (lot 2264898) in connection with a bd needle (lot 210927). Part of product involved: syringe needle. The incident was detected during manufacturing process. Date of event detection 7th june 2023. Sample available: the sample was not in contact with patient or with drug product. Number of samples sent 1.